Event description:
Patient reported 'fatigue, weight loss, diarrhea, swollen lymph nodes, fever, body weakness, breathing issues, persistent cough as well as left side exchange from textured to smooth". Additionally, patient reported rupture and silicone in lymph nodes. The device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported 'fatigue, weight loss, diarrhea, swollen lymph nodes, fever, body weakness, breathing issues, persistent cough as well as left side exchange from textured to smooth". Additionally, patient reported rupture and silicone in lymph nodes. The device remains implanted. This record is for the left side.

Event description:
The device has been explanted.

Event description:
Healthcare professional further reported that ¿a mass was felt in the left anterior axillary area, probably silicosis from the ruptured implants¿, "numerous adhesions were encountered and lysed¿, "it is believed that this leaked cohesive is the source of the left anterior axillary line mass¿, and "it was a large, discolored, yellow mass that had a blood supply at its base¿.the device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown particle in the shell, crease flat and opening. A microscopic analysis was performed which identify sharp opening in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the posterior side assessed as unidentified (tear) opening .